Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component code - mechanical (g04) im nail. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: on (B)(6) 2023, 6 weeks post op : no signs of infection, x-ray: adverse event identified (crf); secondary displacement of the cerivocephalic screw,which had passed through the coxofemoral joint, implant removed; removal due to complication = revision, on (B)(6) 2023 letter: cervicocephalic screw migrated, complaints of pain, x-ray: satisfactory of bone consolidation, scheduled for revision to remove implants, on (B)(6) 2023 operative record: nail migration (complaint description), general anesthesia, previous incision utilized, screws and nail easily removed, no complications undated letter, after removal of nail, CT scan showed absence of bone consolidation, instructed no weight bearing for 6 weeks, scheduled for tha on (B)(6) 2023. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided. This particular device is a znn bactiguard implant, which is not cleared in the us and there are no same/similar devices. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided. This particular device is a znn bactiguard implant, which is not cleared in the us and there are no same/similar devices.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was part of a clinical study and underwent an implantation of a nail implant. Subsequently, the patient experienced implant migration and was revised approximately three (3) months post-implantation. It was noted by the surgeon that the patient did not follow post-op protocols and was instructed to not stand post-op for six (6) weeks; however, the patient was found walking, which led to the screw being swept out. No intervention has been reported to date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b3; b4; b5; b7; d2; d6b; g1; g3; g6; h1; h2; h6 if any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the patient underwent a revision of the nail and screws due to pain and migration.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in france. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was part of a clinical study and underwent an implantation of a nail implant on an unknown date. Subsequently, the patient experienced implant migration. No intervention has been reported to date. Attempts have been made and no further information has been provided.